Event description:
It was reported that the electrocardiogram (ECG) transmitted by the programmer link did not display the loss of capture that occurred during a capture threshold test. The threshold test was ended and no patient consequence was observed. No intervention was required.